Manufacturer narrative:
Method - device not returned, f/u with company representative.

Event description:
A physician reported that, "the kyphx hvr bone cement took more than 15 minutes to harden. Once optimal viscosity was achieved, the work time was too short (+/-3min). The physician could not fill the created cavity (cavity 2cc l - 2.5 cc r). The volume of cement injected was (1.5cc l - 1.5 cc r)." The operating room temperature was 20c. The cement was runny when placed in bone filler device (bfd). The cement was hard at the tip of the bfd but very liquid like in the rest of the bfd. The physician waited for the cement to become doughy before injecting into the pt. No add'l cement was used. The outcome of the procedure was too little cement was injected into the pt. No add'l info was reported